Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction resulting in light anesthesia causing the patient to wake up during the procedure. There was no report of patient injury.

Manufacturer narrative:
Per information received, the event was due to use error as the insufficient agent delivery was due to the user allowed the agent to empty.